Event description:
Intraoperatively the stylet was tight going down the lumen of the right ventricular(rv) lead. The stylet will not be returned. It was thrown away. I can confirm that multiple stylets were tried and same result. Both (B)(6) and the st. Jude mond stylets. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119388.